Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: investigators were unable to confirm or duplicate the original complaint. Investigation revealed a fully intact keypad. All keypad buttons were fully responsive to user presses. Upon removal of the keypad cover, no contamination was found under the key contacts. No button contact defects were observed. The pump cover was removed and no evidence of internal moisture was observed. The keypad latch was found to be fully closed. No damage to the keypad flex was noted. Unrelated to the original complaint, the display screen was discolored and the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.